Manufacturer narrative:
Investigation summary: bd received 2 photographs in support of this complaint. The indicated failure mode of missing print was observed in the attached photos. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: printing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd preset¿ arterial blood collection syringe, the packaging was missing the lot number. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd preset¿ arterial blood collection syringe, the packaging was missing the lot number. No adverse impact was reported regarding the patient or user.